Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. Atfer testing, it was concluded that the device operated within specifications. No empy reservoir alarm anomaly noted.

Event description:
It was reported that the insulin pump did not alarm no delivery. Customer woke up with high blood glucose. The reservoir was empty. The blood glucose reading was 400 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.